Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, cracked reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 137mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.